Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the mid to distal left anterior descending artery (lad) with mild calcification and no tortuosity. There was no resistance advancing the 3.0 x 18 mm device to the lesion, but when the device was pressurized, the implant did not appear to expand. When the pressure was released, blood was seen in the catheter shaft and a leak was suspected. The device was removed from the patient without resistance and once outside the patient a small hole was observed in the shaft, proximal to the balloon. Contrast was leaking from the hole. A 3.5 x 18 mm implant was then deployed (as they had no more 3.0 available) at which time a perforation was observed in the distal lad. The perforation was treated with a covered stent. There was a good patient outcome. No additional information was provided.